Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-00187, 3006705815-2022-00138. It was reported that both of patient's leads migrated and ipg reached end of life. It is unknown if the ipg depleted prematurely. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. As a result, surgical intervention was undertaken wherein the leads and ipg were explanted and replaced. Therapy was restored postoperatively.